Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostyle device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation procedure. Reportedly, a cuff miss was noticed for two prostyle devices. There was no suture attached to the needles. Prostyle use was discontinued. The sheath was upsized to greater than 8.5f and the ablation procedure was completed. A figure-8 stitch and manual compression were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.